Manufacturer narrative:
A steris service technician inspected the unit and identified a leaking prv valve. He repaired the unit, tested it and returned to service.

Event description:
User facility reported unit was leaking water onto the floor. No injuries, procedural delays or cancellations were reported.